Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device meets all performance specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a combined atresia/microtia surgery, it was discovered that the console device displayed an e6 error code (overheating). It was clarified that the e6 error code displayed after five minutes of drilling but heat was not experienced. There was a five minute delay to the planned surgical procedure while setting up the spare identical device. The surgery was successfully completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.